Manufacturer narrative:
Summary of findings: an excluder thoracic aortic graft and an aortic extender component was removed two weeks after implantation due to increasing aortic diameter. The device was initially implanted to treat an acute type b dissecting aorta accompanied by mesenteric and renal ischemia. Upon arrival, the device was logged in, photographed, and specimens taken for histologic eval. The devices arrived unfixed and dry in a bag. It consists of two overlapping tag devices and an aortic extender. It was immediately evident upon gross inspection that the wire frame on the proximal aspect was grossly distorted and appeared to have been pulled off the body. The albumen was largely bare and the lumen patent. Fibrinous plaques were observed on the albumen and along the junctions between the external and internal devices. Microscopic examination of stained specimens revealed the adherent tissue to be composed primarily of acellular fibrillar protein. The device was submitted for digestion and examined with a stereomicroscope. The device was undamaged except for one region of concentrated disruptions lying directly below the distorted wire on the proximal aspect of the external tag. Several holes, graft abrasions, and tape disruptions were identified in this area. A wire abrasion was also observed. The nature and arrangement of the disruptions appeared consistent with instrument-related damage during retrieval. The remaining surface of the device was free of disruptions and showed no signs of wear. Also submitted is an aortic extender. The aortic extender is 2.2 cm in diameter and 3.3 cm long. The albumen is largely bare with a small deposit of fibrinous tissue under the corset. The lumen is also bare. The aortic extender was examined and found to be free of damage. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: additional devices included in this event are pb-31-15-00 and pb-31-10-00.

Event description:
A pt enrolled in the gore excluder thoracic endoprosthesis study rec'd two gore excluder thoracic endoprostheses and an aortic extender component (non-ide product). The devices were used to treat an acute type b dissection accompanied by mesenteric and renal ischemia. Post-operatively, aortic growth continued (from 4.0 cm to 4.5 cm), and in 2004, an open repair was performed to explant all the devices. The pt tolerated the procedures.